Event description:
The complainant reported that the impella cp was explanted but the patient of unknown age and gender had to be transferred to vascular surgery due to issues at the impella groin side.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Correction : the clinical code and impact code in section h6, was submitted incorrect inadvertently in the initial report which has been corrected to this report. Section b1 and b2 was submitted incorrect inadvertently in the initial report which has been corrected to this report.